Event description:
It was reported tyco/kendall healthcare that a customer had a problem with a "catheter umbilical." The customer reports during an arterial line and fluid change, the arterial line snapped.

Manufacturer narrative:
The customer reports that she does not known the model # but does have a sample available for evaluation. Upon sample receipt this complaint will be updated to reflect the actual model # of the device used in the reported incident described. An investigation is currently underway. Upon completion, the results will be forwarded. The customer reports "the process began with the fluids off, and the arterial line clamped approximately 1" from the hub of the line that was connected to the t-connector. The line was clamped with a folded 2x2 gauze and a blue plastic clamp. Old fluid and lines were removed and replaced, including a new t-connector. Once secured the arterial line, the plastic blue clamp and gauze were removed. The junction between the arterial catheter and the hub began to show blood flow. The nurse immediately applied pressure to the area of the blood flow, and applied the blue clamp and gauze. Md's notified were notified. Uac (umbilical arterial catheter) was removed. Fluids infused through piv (peripheral IV).